Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the patient's circumflex artery with difficulty attributed to a 90 degree takeoff and the eccentric nature of the lesion site. Upon the initial inflation attempt, the balloon catheter was inflated to 8 atmospheres of pressure (atm), however no visible contrast media was observed in the balloon. Another attempt to inflate the balloon to 10-12atm was unsuccessful as well. Upon a third attempt to inflate the balloon to 14 atm's, a left main injection was noted suggesting an occlusion of the circumflex with the balloon pressurized. The balloon catheter was successfully withdrawn from the patient with some resistance. Upon withdrawal, it was reported that the balloon had never inflated and that the stent became dislodged from the balloon catheter embolizing into the circumflex. An attempt to reach the stent utilizing another balloon catheter was unsuccessful. Subsequently, the stent was crushed against the wall of the circumflex artery utilizing two additional balloon catheters. In an attempt to ensure that the stent was not in the left anterior descending artery (lad) or left main, endosonics and cvis systems were utilized to visualize the stent. This attempt was unsuccessful due to the anatomy of the vessel. A microvena snare was utilized in another unsuccessful attempt to retrieve the embolized stent. It was reported that there was no evidence of stent presence in either the left main or the lad and the the patient left the cardiac cath lab with timi iii flow and no evidence of a dissection. Subsequently, a decision was made to send the patient for coronary artery bypass graft surgery on the following day. There were no additional complications reported relative to this event.